Event description:
It was reported to philips the customer requested an external paddle replacement due to damage. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the customer requested an external paddle replacement. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. We are considering this to be a possible external paddle malfunction at this time. Additional details have been requested.